Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the mobile view station (mvs) would not power on. The monitor was replaced and the system performed as intended. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside a procedure. It was reported that the mobile view station (mvs) monitor was not turning on. The mvs computer was getting power and all indicator lights were functioning properly, including the small led indicating power on the monitor. The site tried to turn the monitor power button off and on and there was a flash but it went off again. There was no patient present when this issue was identified.

Manufacturer narrative:
The monitor was returned to the manufacturer for analysis. Analysis found that the reported issue was confirmed. The returned monitor was installed on a test system. The power light on the monitor would not come on. The power cord was checked, 120vac was being supplied to the monitor and video input was installed, but the monitor did not power on. Analysis found that the reported event was related to an electrical issue. If information is provided in the future, a supplemental report will be issued.